Event description:
Removed on (B)(6) 2021 at (B)(6) health by dr (B)(6) due to being non- prophylactic." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).